Event description:
On 26 may 2022, user facility 3500a report # (B)(4). Was received. Within this user facility report, it was stated "as the provider was placing a screw into the plate for a right wrist orif procedure, the tip of the head of the acumed screwdriver broke off. This was located in the patient". Follow up attempts were made with the user facility to determine if there were any adverse consequences to the patient, request device return, obtain device information (model number and batch/lot number) etc.; however, all attempts to obtain further information were unsuccessful as the contact person at the user facility did not have further information to provide. The report is related to report number 3025141-2022-00181 which is for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown. Based on the information received, the root cause could not be determined.